Event description:
A baxter representative reported to customer service a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: device evaluated on site. The condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to a faulty pump head module. The pump head module was replaced. The device was returned to the customer fully operational.